Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane patient sensor check ¿ passed. Vacuum test ¿ passed. Valve actuation test ¿ passed. System air leak test ¿ passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient experienced a fluid leak and decided to cancel treatment and disconnected. Fluid was discovered during an unknown phase and cycle of dialysis. The patient was connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location and the patient assumed it was the cassette. The cycler had prompted with m31 air detected in cassette alarms and warnings prior to and after the leak. The patient was advised to discontinue use of this cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy but stated they would not perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient experienced a fluid leak and decided to cancel treatment and disconnected. Fluid was discovered during an unknown phase and cycle of dialysis. The patient was connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location and the patient assumed it was the cassette. The cycler had prompted with m31 air detected in cassette alarms and warnings prior to and after the leak. The patient was advised to discontinue use of this cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy but stated they would not perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.